Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the screen is cracked. It is unknown at this time if there was patient involvement, however, good faith attempts have been initiated.